Event description:
It was reported that right ventricular lead impedance was 480 ohms bipolar and 1500 ohms unipolar. Insulation failure was suspected. The lead was removed from service. No patient complications have been reported as a result of this event.